Event description:
The customer reported inaccurately low readings with test strips. On 8/27/96 he opened the first bottle from a box of fifty and obtained a morning (fasting) blood glucose result of 57 mg/dl. Because the result was significantly lower than his usual am fasting readings of approx 100 mg/dl, he performed a second blood glucose test. The result was 70 mg/dl. On 8/28/96 he called the co customer support line and, with the rep performed a normal control solution test. The meter normal control solution, lot# va204, expiration 11/97, was opened 8/27/96 and was shaken vigorously before the sample was applied. The result was 138 mg/dl versus a normal control solution range of 106-160 mg/dl. A check strip test was performed with the rep, the result was 88 versus a range of 72-98. The desiccant is in the open bottle. The customer stores the strips in the kitchen pantry.